Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that they received a message to pair the transmitter, while in an active sensor session, without any other notice on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on 03/23/2016. The reported event of transmitter pairing message could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer's complaint was confirmed. The root cause was determined to be a defective transmitter.